Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing increased effort dyspnea. An exercise tolerance test taken revealed a chronotropic insufficiency coupled with a lack of pacing by the pacemaker during exercise. The pacemaker was reprogrammed and no further action was taken at this time. No adverse patient effects were reported.